Event description:
It was reported that a lead warning monitor came up stating the lv lead had gone from bipolar to unipolar, although the lead is unipolar. It was also reported that there was high impedance on the lv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.